Event description:
It was reported that noise resulting in oversensing, high pacing impedance and high defibrillatory impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.